Manufacturer narrative:
Corrected information was provided in h.6. On the medical device report MDR the product code of a0415 was submitted. It should have been a0502. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implant procedure, plunger went over the lens and scratched lens. It was also stated that the procedure was completed on the same day and in surgeon¿s opinion bad loader contributed to the event. Additional information has been requested.